Manufacturer narrative:
The item was discarded by the hosp so no sample was returned to ambu for eval. We have reviewed the production records for this product and lot and did not find any abnormality during production. It was also reported by the hosp that a similar product (ambu aurastraight size 4) was used the same day in the same facility by a different professional without any problems. However, as product was not returned to ambu, it is not possible to conclude the cause of this incident.

Event description:
Pt's uvula was injured as the aurastraight was removed. Product was being used during routine surgery. User was a crna. This was the first time the site used ambu's aurastraight.